Event description:
A (age not specified) male of unspecified race, reported: on (B)(6) 2006 applied dr scholl's dual action freeze away. He reported that his pinky finger and half of his ring finger were tingly and numb since application. Update phone: used the freeze away on (B)(6) 2006 and the liquid on (B)(6) 2006. Fifteen mins after applying experienced numbness and tingling in the tip of ring finger, little finger, side of the ring finger closest to the little finger. Update phone (B)(6) 2006: can not get to see md now due to work. Will try to get in after first of year. Update phone (B)(6) 2006: md asked for product and probably would not return it. Dr scholl's freeze away dual action common and plantar wart remover was administered for the treatment of unk indication with dosing as follows: (topical) started on (B)(6) 2006 and stopped on (B)(6) 2006. The following events were reported: finger numb (hypoaesthesia) started on (B)(6) 2006 and was reported as ongoing. Tingling (paraesthesia) started on (B)(6) 2006 and was reported as ongoing. Case outcome: unk. Reported relatedness of finger numb (hypoaesthesia) is possible to dr scholl's freeze away dual action common and plantar wart remover. (B)(6) relatedness of finger numb (hypoaesthesia) is possible to dr scholl's freeze away dual action common and plantar wart remover.